Manufacturer narrative:
(B)(4). This device was not returned as records indicate it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited loss of capture in both bipolar and unipolar configuration. This right atrial (ra) lead was surgically abandoned and replaced, and the crt-d was explanted and replaced. No additional adverse patient effects were reported.